Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-apr-2023. Our quality engineer inspected the representative samples submitted for evaluation. Bd received 42 20gx1.16n insyte autoguard devices from lot number 2158990. A gross visual inspection shows that all the units were sealed in packaging with no apparent physical damage. The units were removed from the packaging. Tip adhesion was performed, and the safety button was activated. Upon activation, the needle retracted safely in the safety shield without any resistance in less than one second which is within specifications. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle retraction delayed. The following information was provided by the initial reporter: 20g catheter with delayed retraction and increased risk of staff injury.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle retraction delayed. The following information was provided by the initial reporter: 20g catheter with delayed retraction and increased risk of staff injury.